Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number.

Event description:
A surgeon reported a pt had a postoperative surprise and the pt stated she saw shadows in her vision four months following intraocular lens (iol) implant surgery. The surgeon stated she did not think the iol was defective. Additional info has been requested.